Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case logs revealed that no surveillance marker was activated during the case. If the surveillance marker is not activated, the software is unable to detect or alert the user of a potential drb shift during navigation, which can lead to the misplacement of screws. Based on the accurate registration and similar direction screws were misplaced in, it is likely the drb shifted during this case resulting in inaccuracies. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Screws planned on egps unit were not executed to plan in patient - screws shifted laterally. Could you please evaluate the logs as we had significant shift on screw vs plan on tis patient.